Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge came off of the pump when the customer removed the t:case. Reportedly, a valid cartridge alarm 25 (removed cartridge alarm) occurred as a result. Blood glucose was 237 mg/dl. The customer successfully reloaded the cartridge to address the event.